Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedances and no capture at the highest output. The lead was explanted and replaced. While testing the new lead via the analyzer, the lead exhibited high impedances. When tested with the device, the lead exhibited high impedances and no capture. The lead was tested with both analyzer and device once more, with the same results. The device was explanted and replaced, and the lead was tested once more, and once again exhibited no capture, but the impedances were now lower. The device ventricular sense response (vsr) was programmed off, and the lead capture was now adequate. The device and lead remain in use. No patient complications have been reported as a result of this event.